Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on an accu-chek system within 10 minutes: 15.5 mmol/l and 7.3 mmol/l. The customer sent this information via email and did not specify which accu-chek system he was using. No adverse event was reported. The lot number was not provided. At this time the suspect device has not been requested for product evaluation.